Event description:
It was reported that the patient was shocked inappropriately by the implantable cardioverter defibrillator due to chronic afib falling below the sensitivity level. Programming changes were performed. There were no patient consequences.